Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver, who is a physician, reported the customer received the message "loss of signal" while using the adc freestyle libre 2 sensor with librelink, and as a result no "low glucose alarm" activated. On (B)(6) 2020, the caregiver determined the customer was hypoglycemic while asleep, and the customer was unable to treat themselves. The customer was treated with fruit juice and oral dextrose 10% for hypoglycemia. There was no report of death or permanent injury associated with this event.